Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 months. Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a major bleeding. The patient had drop in hgb on (B)(6) 2018, gi service evaluated. Colonoscopy done on (B)(6) 2018 with evidence of resolved diverticular bleed. The patient continued to bleed and repeat colonoscopy on (B)(6) 2018 was a vessel activity bleeding adjacent to diverticulum seen. Hemoclips were placed with cessation of bleeding. The patient again dropped hgb and had repeat colonoscopy on (B)(6) 2018 revealed a large actively bleeding vessel in the sigmoid colon at site of previous gib, which was treated with clot removal and hemoclip with effective hemostasis. The patient's bleeding was resolved with blood transfusion. No further information was provided.